Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with stress urinary incontinence and underwent a cystoscopy with placement of a mid-urethral sling using a davol soft mesh. Operative details indicate the patient underwent a hysterectomy procedure just prior to the sling placement. On (B)(6) 2009 - the patient was diagnosed with eroded "tension-free vaginal tape" and underwent partial removal of the soft mesh sling. Op dictation notes "I traced it on each side with metzenbaum scissors until I had first segment of it in view and then excised it with the metzenbaum. This allowed the rest of the sling to retract away so there was no irregularity palpable and no additional material seen." It is alleged the patient experienced pain, prolapse, additional invasive surgical procedure and explant.